Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt and in-fast were reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).